Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having problems with their stimulator for ¿like the past two weeks¿ where sometimes the sensation (stimulation) will go on and off when they had stimulation on. The patient stated that they would like a new controller to rule out the controller as the issue. The patient also stated that they would be meeting with a manufacturer representative (rep) next week about their issue. They indicated that the stimulation sensation turning off would happen ¿here and there,¿ not in a specific position or activity. They mentioned sometimes they would be walking and the stimulation would just shut off. They also mentioned that they had decreased the transition time between positions so that they did not think it was due to them changing positions. Patient services reviewed that since the patient was already meeting with the rep, they should have them check the ins/settings first and call back if further troubleshooting with the controller is needed. The event occurred in (B)(6) 2020.